Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that in the night, the tubing detached at the quick release. The patient observed insulin was out of tubing about 12-24 hours after changing the set. This problem occurred with 6 sets. Reportedly, the blood glucose level was 300 mg/dl. The patient self-treated with syringe. No further information available.